Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said the right lead didn't work so they called their healthcare provider (hcp) who told them to switch to their left side. Later on that day, patient said the right side stopped working when they went down to grab their bag; they aren't sure if that may have caused the right side to stop working. Patient tried increasing the right side to the max, but still wasn't feeling stimulation so they switched to the left side. They added that the left side is working well for them as well, but wanted to know what may have caused the right side to stop working. As a result of what was reported, the patient was redirected to their hcp to determine why the right side stopped working. The call center recommended the patient to continue the trial on their left side if it is providing rel ief and contact their hcp to inform them about the right side issue. No further patient complications have been reported as a result of this event.